Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042037. Additional event for this patient reported on 1825034-2016-02022. Remains implanted.

Event description:
During a reimplantation procedure, the patient experienced cardiac arythmia and required CPR. There was a delay less than thirty minutes as a result.